Manufacturer narrative:
The approximate age of the device as calculated from the date of manufacture was 76 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during routine pump preparation there was severe difficulty connecting the modular cable to the system controller. Severe mechanical resistance was reported. The modular cable was exchanged and there were no issues connecting the new cable to the system controller. The system was not in use on a patient at the time of the event. No further information was provided.

Manufacturer narrative:
Addition to manufacturer's investigation conclusions: ftir (fourier transform infrared) microscopy confirmed excessive cured potting material at the bottom of the controller connector which prevented full connection with the controller. This defect was a confirmed manufacturing issue. A change order was opened to introduce mechanical fit check to be performed to catch this defect. In addition, production of defect cable is ceasing, and latest modular cable model will have less likelihood of this type of defect due to a change in design. The latest modular cable model will also allow for better visual inspection due to this design change. A change order has also been opened in order to introduce 100% visual inspection on this new mod cable model. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d10: additional information. Manufacturer's investigation conclusions: analysis of the returned modular cable, lot number 6774294, confirmed excessive cured potting material at the bottom of the controller connector which prevented full connection with the controller. The reported event was able to be reproduced. The modular cable, lot number 6774294, was returned in like-new condition. The outer jacket and bend reliefs showed no evidence of damage or discoloration. Examination of the modular cable inline connector and controller connector revealed no evidence of bends or other damage to the pins. The area around the pins did not show any evidence of fluid ingress. The inline connector o-ring was properly seated within its groove and showed no signs of damage. The controller connector was examined under a microscope and a small piece of debris was noted within the bottom of the connector. An attempt was made to engage the modular cable with a test controller; however, the controller connector would not lock into the controller. Additionally, an electrical connection was unable to be made with the cable tester. The modular cable was then shipped to manufacturing for further analysis. Visual analysis of returned cable indicated excessive cured potting material at the bottom of the controller connector which prevented full connection with the controller. The likely cause for how the cable passed receiving inspection 100% functional test was a worn-down bulkhead test fixture connector. The affected test fixture was quarantined and scrapped, and preventative maintenance is to be applied to the remaining test fixtures. Abbott will continue to monitor this issue. The hm3 lvas IFU outlines the steps for attaching the modular cable to the system controller and cautions that if the controller safety lock cannot fully close to cover the red button, the connector is not fully connected. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for modular cable lot number 6774294 (document (B)(4)) were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.